Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the sensor broke off in the customer's body when she tried to insert it. Customer was in the hospital due to not being able to get the pump to give her any insulin. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer's current blood glucose is 116 mg/dl. Customer tried to treat with the pump but it alarmed no delivery. Customer changed the infusion set and treated with the pump. Customer reported that she has contacted her health care professional. Customer was hospitalized on (B)(6) 2016 with a blood glucose level of 300 mg/dl. Customer changed her set and her blood glucose came down. The hospital just hydrated her. Customer had high blood glucose with ketones and also had an incident when she had a bent cannula. Customer's blood glucose was stabilized, given food, and released to go home in the same day. Customer was wearing the pump at the time. Customer stated that the pump is working fine after a set change.